Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received approximately forty-five inappropriate shocks due to the right ventricular (rv) lead having dislodged into the atrium two days after implant. The dislodgement caused inappropriate sensing and shocks for runs of atrial fibrillation. The rv lead was programmed off and subsequently explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.